Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: g2 and h3 (removed health care professional). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over fourteen (14) years, since the subject device was manufactured. A definitive root cause was not identified. However, based on the fact, that the defect was dealt with by replacing the scope and that the problem was resolved by cleaning the contact part. It is presumed, that the contact failure was the cause. The event can be prevented, by following the instructions for use which state: "[4.2 connection of an endoscope]. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center (see figure 4.2). Wet equipment, could cause the image to flicker or disappear". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus field service engineer (fse) performed inspection on site for the issue reported. The reported event was confirmed. During inspection fse found pcmcia-xd adapter card was oxidized. In addition, fse found that portable memory card could not acquire endoscopic images. Fse cleaned the contacts on the card and restored the operation. The device is not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image on evis exera ii video system center. The issue occurred before beginning of unknown procedure. The intended procedure had been carried out using a similar device, with no delay. There was no patient harm associated with the event.